Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was there any other issue noted with staple line other than bleeding? No. How much blood was lost (ml)? Was not measured. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No. What color cartridge was being used? Blue, green and gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. The analysis found that the long60a device was received in good visual condition and with six ecr60g reload present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, it was noticed on every firing of the device, the middle of the stapled area there was oozing of blood. This instance was consistent on six firings. To counter the oozing, the doctor proceeded with suturing, ligaclips and using glue sealers. There was no patient consequence reported.